Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one abs fixation device with 15 tacks. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the shaft was bent and tacks were in the shaft. The handle was actuated and the broken shaft spun but the tacks were not able to deploy. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic intraperitoneal onlay mesh repair (ipom) procedure. The device was being applied to the peritoneum. The shaft of the tacking device broke. Tacks were not able to be fried from the device when tacks were still in the device. Tacks were able to be fired normally from the device. Tacks were able to penetrate the tissue and hold correctly onto the tissue. No device component disengaged into the cavity of the patient. In order to resolve the issue and complete the case, used another tacking device. There was no patient harm. The patient status is alive, no injury.